Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump¿s accuracy rate was off during testing. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿accuracy is off". The unit was triaged and the reported issue could not be confirmed at this time; rotor cycle timing and accuracy were checked. Average rotor cycle time measured 10.3 seconds. Unit fed 66.1 ml of water by weight in 30 minutes. Both readings are within specification. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump¿s accuracy rate was off during testing. There was no patient involvement. On (B)(6) 2018 the customer stated that the volume to be infused was set to 30ml at a rate of 300ml per hour. The unit delivered ~45/46mls in 5-10 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.